Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that patient complained of palpitations when pacing occurred. Patient also experienced nerve stimulation. The lead showed increasing threshold since the implant. The lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.